Event description:
The facility reports the pt was being transported. After being raised, the lift lowered on its own. The pt moved their arms to the outside of the sling. Causing a skin tear to the top of the left hand.